Manufacturer narrative:
Unit received with operating currents within spec. Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. Unit received with stained back address serial number label. Unit received with missing end cap sticker.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error and all the insulin came out. Customer's blood glucose level was over 500 mg/dl. The displacement test and manual prime were successful and motor alarm did not recur. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.